Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2023. This report is submitted on (B)(6), 2023.

Event description:
Per the clinic, the patient experienced extrusion of the electrode into the external auditory canal. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 11, 2023.

Manufacturer narrative:
This report is submitted on september 14, 2023.